Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in the united arab emirates it was reported that patient faced infusin set cannula bnet event on (B)(6)2024. The blood glucose level was 300mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.